Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a rf pic failed self test alarm on the insulin pump. Customer stated that the pump reset itself and she wasn't sure what caused it. Customer has not been connecting with her meter. Customer's blood glucose was 152 mg/dl at the time of the incident. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer stated that a temp basal was not programmed before the alarm occurred. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer agreed to return her pump.